Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient is experiencing patellar grind syndrome, but has not been revised. Update - (B)(4) 2013 - clinical report indicates the patient underwent an arthroscopy on (B)(6) 2013. Existing MDR decision was changed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not draw any conclusions regarding the reported event with the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.